Event description:
This lead was implanted on (B)(6) 07, and was taken out of service on us (B)(6) 09. We received a note from patient, dated (B)(6) 12, which states that her medtronic lead failed on (B)(6) 09. Patient received about 60 shocks and was taken to the emergency room at (B)(6) hospital. Patient states that lead malfunctioned. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).